Event description:
Ltv failed during transport. Rt followed policy. Immediately discontinued use of device, manually ventilated pt. Removed asset from service, placed ticket, brought to biomed for further investigation. Biomed sent out device to manufacturer for investigation. Manufacturer response for ventilator, transport, vyaire. Investigation still under way.